Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore, a batch review cannot be conducted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to crack/broken. The set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. This report was confirmed for a bent spike tip. Based on the information obtained from baxter?s investigation, the root cause of the report was due to incorrect operation/functioning of a spike assist device (clean flash) or positioning within the device. A batch review was not completed since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that when the patient was connecting a transfer set to a twin bag using the clean flash the spike was bent. The patient was involved but there was no injury or medical intervention reported. No additional information is available.